Event description:
It was reported that whilst loading the bur into the hand-piece, the head of the bur broke. Further info has been requested from the customer, but to date, no response has been received.

Manufacturer narrative:
The mfg record of the device subject to this MDR was reviewed. No issues were identified that may have contributed to the event. A neck strength test is among the inspection tests that are carried out on these devices. This tests the integrity of the joint between the neck and the shank. It was confirmed that the lot that this device originated from conformed to specifications. The product subject to this MDR was returned for evaluation. Upon inspection of the device, it was confirmed that the head of the bur detached from the shank. In addition, it was also observed that the bur exhibited no signs of use during surgery on a pt.